Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported there was an error message for trending. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.